Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.

Event description:
A report was received from the FDA medwatch medical products reporting program that a female pt experienced a painful and red right eye while using renu with moistureloc multi-purpose solution. She went to her family dr and she left her contact lens out for 10 days. It then flared up worse with a new contact lens. She went to her contact lens dr who treated her for one week and it did not get better. She then went to an ophthalmologist and tried many diagnoses without success. She then went to a corneal specialist, two mos later, who thought it was herpes. No better. Thirteen days later, she went to another eye dr who cultured a fungal infection and treated it. She took unspecified pills first for 60 days and then continued voriconazole drops. As of 4/06, the pt had been using contact lens for 35 days; right eye for distance vision. The pt also reported this event to the dept of public health. The pt's lawyer reported that the pt was diagnosed with fungal keratitis and was seen by several doctors. The pt had another bottle that was used. Also, the bottle, contact lens case and lens vial were sent to the centers for disease control and prevention.